Manufacturer narrative:
(B)(6). On (B)(4) 2016 a medtronic representative, following-up at the site, reported when opening up the emitter details, the axiem was green status and functioning normally, however, the emitter was red status and not connected to the navigation system. The medtronic representative tried the other port on the axiem box with no resolution, however, identified another emitter at the site, plugged it into the system, and it connected to the system properly. Return requested. Replacement em mobile field generator shipped to site 07/08/2016. Medtronic investigation of returned suspect em mobile field generator finds that the reported issue could not be replicated. The field generator was connected to a test system for a three hour burn-in test. The navigation system remained in green status during all testing. It passed the accuracy test with an error of 1.244mm. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional. No fault found. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 software investigation completed. Findings are that the reported symptom was caused by a bad emitter. There is no software anomaly, no software component failure. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a pituitary resection procedure, and after they registered the patient, the axiem and emitter communication unexpectedly stopped. The medtronic representative re-seated the connections from the axiem, box to the navigation system and re-started the system. Confirmed the emitter was "chirping", the medtronic representative verified there were no faults in the em interface. Re-seated the connection from the I/o hub to the computer and re-started the navigation system. The medtronic representative brought in a second navigation system to enable the surgeon to continue the procedure. Confirmed issue resolved before proceeding. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately 40 minutes. There was no impact on patient outcome.